Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted. The lot met all release criteria. Visual/microscopic inspection: the sample was returned. A complete circumferential break was found in the outer catheter at the distal end of the y-hub. The edges of the break were examined under microscopic magnification (20x) and the edges of the break were jagged and the catheter was bunched. The core wire was still intact. The catheter was bunched throughout its length. It is unknown when the catheter became broken, as it was not reported by the user. There were no other anomalies noted along the length of the catheter. Performance/functional evaluation: no functional testing could be performed due to the condition in which the device was received (i.e. Break in outer catheter). Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the investigation is confirmed for a catheter break based upon the condition in which the sample was returned. The investigation is inconclusive for device inoperable as functional testing could not be performed due to the catheter break. The root cause could not be determined based upon available information. It is unknown if procedural issues contributed to the event. Labeling review: the current IFU (instructions for use) states: warnings and precautions: prior to use, the packaging and product should be inspected for signs of damage. Never use damaged product or product from a damaged package. Set up: back the rigid portion of the catheter out of the end of the hoop, then carefully unsnap the catheter from the hoop with a gentle twisting motion. Attach the irrigation system to the irrigation lumen on the proximal end of the crosser catheter. Irrigation to flow for approximately 10-15 seconds to purge all air from the crosser catheter irrigation lumen. A constant flow should be observed at the tip of the crosser catheter. If irregular or no flow is observed, check irrigation system for proper function. If irrigation system is not functioning properly discard crosser catheter and replace with another. Warning! Do not use a crosser catheter without proper irrigation as device damage and/or patient injury may result. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device was returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the recanalization catheter allegedly would not vibrate during the out of body test. There was no reported patient involvement.